Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the customer requested corrective maintenance along with a part order.